Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(4) 2024, it was reported that patient faced that there was blockage which was in the tubing. No further information available.